Event description:
Pt had a diagnostic and interventional cardiac procedure in 2004. Following the procedures a 8# french angioseal was placed for hemostasis. Hemostasis was not achieved with the angioseal and a femostop was placed for bleeding control and to obtain adequate hemostasis. The pt was discharged from hosp 3 days later. Ten days later pt developed severe right leg pain with walking. This persisted until the next day when pt presented to the emergency department. Pt was sent for further studies 4 days later.